Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant products: part: 163669 name: 32mm mod head cocr std neck lot: 041430; part: pt-116058 name: regen/rnglc+ ltd 58mm sz 24 lot: 625730; part: 51-107150 name: tprlc 133 mp type1 pps ho 15.0 lot: 2725411. The reported event was uable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that o further action is required as no trends were identified. Root cause was unable to be determined. There are warnings on the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00376 & 00380).

Event description:
Patient underwent hip closed reduction approximately two years post-implantation and subsequently a revision procedure three years post-implantation due to recurrent dislocation.